Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was 32.4 mm in diameter, 10 mm in length. The neck was reported to be angled. It was reported that the physician attempted to implant the stent graft. The physician utilized another manufacturer¿s wire, a reliant balloon and another manufacturer¿s sheath accessory devices. The patient was not considered to be eligible for open surgical repair. While attempting to remove the delivery system, the tip of the delivery system was getting stuck on the suprarenal stents, but the physician was finally able to remove the delivery system. The physician did not have to use force greater than anticipated in freeing the delivery system. The device did not kink, and there were no difficulties in deploying the stent graft. The accessory devices did not contribute to the difficulties in removing the delivery system. The physician initially believed that the graft had been pulled down due to the tip getting caught on the suprarenal stent, but final angiography showed that the stent had not moved. The stent graft was implanted, and following implant, a type ia endoleak was seen. The physician then used another manufacturer's fixation device to staple the graft in an effort to resolve the endoleak. The physician believes the endoleak was due to patient anatomy (large angled neck). After fixation, there was still a slight filling of the aneurysmal sac, but it was dramatically slower and later than before, possibly due to a type ii endoleak. The physician was unable to confirm the type ii endoleak. The physician was satisfied with the result and completed the procedure. No additional clinical sequelae were reported and the patient is fine. A review of returned films pre-implant cta's revealed that the proximal neck was angulated approximately 65 degrees, and was calcified and irregular in diameter. The suprarenal neck angulation was approximately 60 degrees. The proximal neck diameter just below the lowest left renal was 29 x 32mm. The maximum diameter aaa measured 6.3cm. The iliacs were moderately tortuous but very calcified. Images during the implant were not provided, and therefore the reported endoleak could not be assessed. The cause of the removal difficulties and type I endoleak could not be determined. It is possible that the angulated and calcified proximal neck may have contributed.

Manufacturer narrative:
(B)(4). Off-label, unapproved or contraindicated use (neck angulation > 60 degrees).